Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the hub separated from the collar, and the safety shield failed. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® eclipse¿ blood collection needle with pre-attached holder, the hub separated from the collar, and the safety shield failed. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. The customer photo depicts a device with a broken collar, leading to hub/collar separation; however, there is no evidence of a defective locking mechanism. Additionally, 20 retained samples underwent functional tests for defective locking mechanisms and hub/collar separation. All samples passed the tests, demonstrating proper activation with no signs of damaged or broken collars. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: hub/collar separation. This complaint has not been confirmed for the indicated failure mode: defective locking mechanism. The root cause for the defect of hub/collar separation was determined to be a malfunction with the package load robot placement position causing parts to come into contact with the sides of the case carton. This was caused by a robot crash due to a broken transport belt on the box load robot. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.